Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient's contact reported receiving drain complication messages on (B)(6) 2017. Upon follow up with the patient's nurse, it was reported that the patient was admitted to the hospital on (B)(6) 2017 for peritonitis/sepsis. The patient's catheter was removed on (B)(6) 2017. The patient was admitted to hospice care on (B)(6) 2017. The patient expired on (B)(6) 2017.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient's contact reported receiving drain complication messages on (B)(6) 2017. Upon follow up with the patient's nurse, it was reported that the patient was admitted to the hospital on(B)(6) 2017 for peritonitis/sepsis. The patient's catheter was removed on (B)(6) 2017. The patient was admitted to hospice care on (B)(6) 2017. The patient expired on (B)(6) 2017.

Manufacturer narrative:
Catalog number added.

Event description:
A peritoneal dialysis patient's contact reported receiving drain complication messages on (B)(6) 2017. Upon follow up with the patient's nurse, it was reported that the patient was admitted to the hospital on (B)(6) 2017 for peritonitis/sepsis. The patient's catheter was removed on (B)(6) 2017. The patient was admitted to hospice care on (B)(6) 2017. The patient expired on (B)(6) 2017.

Manufacturer narrative:
Clinical evaluation: a temporal relationship possibly exists between the liberty cycler and fmc cassette and the reported adverse event(s) of peritonitis and possible sepsis. However, the subsequent death is most likely due to the decision to place patient in hospice, care and comfort measures, including the discontinuation of medical intervention. Additionally, there is no documentation or evidence indicating a causal relationship between the liberty cycler and/or the fmc cassette, and the adverse event(s) nor is, there any allegation that any fresenius device(s) malfunctioned, caused or contributed to the adverse event(s). The patient¿s medical history included esrd, viral encephalitis, enterococcus bacterial peritonitis, seizures, tracheotomy, and septic shock. Per the records the patient was admitted to the hospital on (B)(6) 2017 for the initiation of hospice care. The expiration of this patient was a result of these measures and an expected outcome.

Event description:
A peritoneal dialysis patient's contact reported receiving drain complication messages on (B)(6)2017. Upon follow up with the patient's nurse, it was reported that the patient was admitted to the hospital on (B)(6) 2017 for peritonitis/sepsis. The patient's catheter was removed on (B)(6) 2017. The patient was admitted to hospice care on (B)(6) 2017. The patient expired on (B)(6) 2017.